Manufacturer narrative:
E1: name: medtronic minimed. Country: united states of america. E1: patient city: (B)(6). Patient country: massey. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that the patient experienced hyperglycemic event on (B)(6) 2026. Patient took manual bolus from 780g pump to resolve the issue.